Manufacturer narrative:
A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. The cause of the renal insufficiency is unk. The pt had a medical history of arteriosclerosis obliterans.

Event description:
On (B)(6) 2008, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2009, blood clots were observed inside the device. The pt was administered an anti-coagulant. On (B)(6) 2009, a follow-up computed tomography (CT) showed thrombosis in the device. The pt underwent a thrombectomy and was treated with warfarin. On (B)(6) 2009, a follow-up CT showed a kink in the left limb of the device. Percutaneous transluminal angioplasty was performed to repair the kinking, which successfully restored blood flow. Moderate renal insufficiency was also identified during the follow-up exam, and the pt was given intravenous treatment. On (B)(6) 2009, recovery from the renal insufficiency was confirmed. The cause of the renal insufficiency was unk. It was reported that the pt had a medical history of arteriosclerosis obliterans.